Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) determined the sample probe appeared to be intermittently dripping. The fse replaced the wash tower and smart module 71, sample probe and t-valve. The instrument was returned into service after the completion of the necessary repairs. Hardware appears to be the root cause of this event.

Event description:
The customer reported that on (B)(6) 2011 an erroneous, low glucose (gluc) result was generated on a unicel dxc 600 synchron system for one patient sample. Upon critical rerun on the same instrument, and subsequent same-sample retest on another instrument, the results were higher. The repeat results were consistent with each other and identified the initial result as erroneous. The repeat result generated from another instrument was reported outside of the laboratory. The erroneous initial result was not reported out of the laboratory and hence there was no death, serious injury or change to patient treatment associated or attributed to this event. Intermittent quality control (qc) results for gluc, as well as other analytes, were recovering erratically during the timeframe of this event. No other analyte patient results were impacted by the erratic qc results. No additional system, patient or sample handling/collection information was provided by the customer.